Event description:
It was reported that patient with this implantable pacemaker was checked and describes the device as "faulty" and mentioned that the leads are failing, and this device is close to replacement. Patient wanted to know how to get the records from device interrogation. Boston scientific technical services (ts) explained that local representative operates under the direction of a physician. Also, any interrogation should be part of the patient medical records. Ts recommended contacting physician for more information. This device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with this implantable pacemaker was checked and describes the device as "faulty" and mentioned that the leads are failing, and this device is close to replacement. Patient wanted to know how to get the records from device interrogation. Boston scientific technical services (ts) explained that local representative operates under the direction of a physician. Also, any interrogation should be part of the patient medical records. Ts recommended contacting physician for more information. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with this implantable pacemaker was checked and describes the device as "faulty" and mentioned that the leads are failing, and this device is close to replacement. Patient wanted to know how to get the records from device interrogation. Boston scientific technical services (ts) explained that local representative operates under the direction of a physician. Also, any interrogation should be part of the patient medical records. Ts recommended contacting physician for more information. This device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted. No additional adverse patient effects were reported.